Manufacturer narrative:
Result of investigation: the error description provided by the customer (poor video images and no video images) was not confirmed. During the technical inspection by the manufacturer and the electronic device technical report (op-ew-frm-079), the error was also not confirmed, but several errors were detected (cover glass missing). Since the c-mac has an application count of 137 and only 9 hours of operation, the most likely root cause is the wear of the adhesive at the tip of the c-mac blade caused by the improper reprocessing process. This causes liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow dimly. In addition, the image sensor is affected by the liquid penetration, which can cause the image to fail. The other damage detected during the examination and the corresponding images show improper handling during reprocessing or by the user. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been detected. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "poor video images and no video images." No negative impact in state of health reported. Cross reference MDR 9610617-2024-00515, 9610617-2024-00517.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).